Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available. A field safety corrective action (fsca#: 656504) has been implemented on july 2022. The hls set advanced is intended for use in an extracorporeal circulation for cardiac support and/ or pulmonary support. Maquet cardiopulmonary gmbh (mcp) has received customer complaints of damage to the primary packaging of the hls set advanced. In all customer complaints it was reported that the tyvek cover was damaged. The appearance of the packaging failure can be hole(s) in the tyvek. The damages are caused by the tabs of the venous probe holder within the packaging. To improve the detectability of the damage actions have been implemented which includes the return of the products and a customer on-site device inspection.

Event description:
The event occurred in germany. It was reported that holes in the packaging of seven hls set was noted. The affected hls sets with lot#: 3000190530 are part of the fsca#: 656504. The failure was noticed before use and no patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that holes in the packaging of seven hls set was suspected. The affected hls sets with lot#3000190530 are part of the fsca#656504. The failure was noticed before use and no patient was involved. No harm to any person has been reported. New information regarding the affected 7 be-hls 7050 #shls set advanced 7.0 with lot# 3000190530 has been received on 2022-11-09 due to the laboratory investigation results. This complaint was submitted due to the ongoing fsca#656504. The affected 7 hls sets with lot#3000190530 has been checked according to the fsca#656504 in the getinge laboratory. During the investigation, no malfunction could be detected at the affected products. The sterile barrier of the 7 hls sets were still intact. The affected hls sets are in scope of the ongoing fsca#656504 and have been also reported under this fsca. This complaint was submitted by mistake. Based on the investigation results that no malfunction was detected, the reporting decision has been changed from reportable to non-reportable. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending